Event description:
It was reported that the catheter had been placed and removed (B)(6) 2011 in the cath lab. The insertion site was the right femoral artery. The catheter ruptured at the distal hub during injection. Injection was 539 psi 11mls. The catheter did not burst within the body of the child. A new catheter was used successfully. There was no reported pt injury, complications or death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.